Event description:
It was reported that resistance was felt between the guide wire and vision stent delivery system while attempting to place the stent, and that the vision stent would not cross the lesion due to anatomical reasons. During the removal of the device out of the pt, a stent strut caught on the guiding catheter tip, dislodging the stent. The stent was removed from the pt with a snare device. No additional info was available.